Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead impedance was noted to be high. The impedance was stable and had been trending high. All other lead measurements were stable and in range. No intervention has been done as the device remains implanted and will be monitored. The patient was stable and will continue to be monitored.